Event description:
This patient needed a vacuum assisted delivery. Initial vacuum attempted. Per md vacuum did not maintain suction as it should have. A second vacuum was opened and placed on fetal head. Md states that the same thing occurred. Infant did finally deliver but there was a delay in delivery d/t the vacuum malfunction. Infant did end up in the nicu for higher level of care. Ref: mw5189060. Pt: 4582. Device: 2170.